Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user reported repeated alert 60 (bluetooth communication) messages on the ilet. The user had restarted the device six times, and support restarted the ilet twice more, but the alert recurred each time. The sensor was not paired. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.